Manufacturer narrative:
(B)(4). The device history review cannot be performed because the lot numbers 06f1149248, 06a1372381 and 06a1372382 as reported do not correspond with the device manufacturer. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: at the end of a coronary artery bypass surgery, the clip that was placed on the collateral of the mammary artery was defective and caused significant bleeding. A medical intervention was needed to replace the clip with another one. The patient's condition was reported as unknown.